Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in a motorcycle accident and the insulin pump was damaged. Customer's blood glucose level was around 400 mg/dl because they could not get the settings for the insulin pump from their health care provider. The customer was treating with shots. The device was not returned,